Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2013; 5867-3m adaptor, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) triggered an alert for high superior vena cava (svc) coil impedance; however, the implanted lead does not have an svc coil. In addition, it was reported that the right ventricular (rv) lead triggered an alert for low pacing impedance. It was noted that the impedance level was the ¿normal chronic¿ pacing impedance for the lead. Both the ICD and rv lead remain in use. No patient complications have been reported as a result of this event.